Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 was implanted into the patient's left eye (os) upside down. This lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. The problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 was implanted into the patient's left eye (os) upside down. This lens was implanted, removed, and replaced intraoperatively on (B)(4) 2021. The problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.